Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record and non conformance report historical data were reviewed. There were no discrepancies observed that could contribute to the reported condition. A root cause can not be determined since the unit was not returned. However, the most probable root causes can be associated but not limited to: metal cannula threads cutting into the plastic of the suction irrigator excess metal on the tip's threads and/or mishandling upon tip insertion unto the plastic screw. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while the metal cannula was being screwed on the hand piece, plastic shavings fell inside the patient.

Event description:
It was reported that while the metal cannula was being screwed on the hand piece, plastic shavings fell inside the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.